Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer experienced an electric shock. He opened the architect i2000sr lid to investigate, he touched the earth strap between the rv loader and the lids. This then gave him an electric shock. He was clearing the rv transport and his hand brushed a cable (unknown cable) and reported what felt like a small shock. Customer was standing on metal step for better visibility. No medical treatment was administered.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) inspected the area of the i2000sr where the electrical shock was reported to have occurred. The inspection included checking the reaction vessel (rv) loader assembly for bare wires, verification of grounding cables, and cleaning debris in the area due to jammed rvs. The customer touched the rv hopper level sensor located on the inside wall of the hopper. Since this sensor is in close proximity to the stat pipettor, the fsr noted it was possible the static discharge (electrical shock) could have originated from this area. The outlet power for the customers facility was documented as 230 vac which falls within the electrical specification for the power source of the i2000sr iec 309 [(250 vac or 220-240 vac, 16a) (international)] per the architect system operations manual. Based on the available information, we were unable to identify the specific cause of the shock event. The rv hopper is certified to the appropriate ul safety standards and is not an electrical shock hazard. Labeling was reviewed and found to be adequate. The architect system operations manual provides instructions for the removal of rvs from both the rv hopper and rv transport. The manual also cautions that attention to hazard and safety information minimizes the potential of harm to personnel and damage to the laboratory environment and informs the reader that architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. The investigation also included a review of the customer information, the service history of the instrument, tracking and trending metrics and no issues were identified. The review of customer complaints over the last 5 years identified that this is the sole complaint regarding electrical shock on the architect i2000sr and no adverse trend was identified for the customer's issue. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.